Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The most likely cause for the reported failure is wear and tear. As no further investigation was able to be performed no change in harm was identified. This complaint will be included in trending per wi-000100100.

Event description:
On 03/02/2022 it was reported by a sales representative via sems that an ar-9227 quick release drill and ar-9230 large reamer are dull and will not cut through the bone. This was discovered during a procedure, with no patient harm. There was no additional information provided.